Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient stated the sensor session prematurely ended for an unknown reason. No medical intervention was reported. Additional event or patient information is not available.